Manufacturer narrative:
The reported events of high pacing impedance and loss of capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During follow-up, loss of capture and high impedance were noted on the right ventricular lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.